Event description:
A hospital in (B)(6) reported via our distributor that an rt112 adult breathing circuit did not pass the servo-I ventilator leak test.

Manufacturer narrative:
The rt112 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer. The complaint breathing circuit was pressure tested and submerged in a waterbath to test for leaks. Results: the pressure test revealed a leak in the breathing circuit. The waterbath test identified the leak to be at the connection between the lid and bowl of the water trap. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the rt112 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany this device states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).